Event description:
It was reported to boston scientific corporation that a dreamtome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure the cut wire of the dreamtome broke inside the patient. No portion of the cut wire detached inside the patient. Reportedly, no visible damaged was noticed before introducing the device into the scope. The customer also stated that the scope elevator may have contributed to this event. The procedure was completed with an autotome device, without complication to the patient. The patient's condition at the conclusion of this procedure was reportedly "okay."

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(6) for the reported event of cut wire broke.